Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and topical skin adhesive was used for the epidermis. A few days after the procedure, the patient experienced skin inflammation and the topical skin adhesive peeled off. After discharge, the patient experienced also inflammatory exudate from the wound. Additional information has been requested.